Event description:
While in the pt, the fluids leaked from the skin post flushing the line.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) review is not possible as no mfg lot number has been provided by the complainant.